Event description:
Patient mentioned that they have pain in their lower back. Physician reprogrammed the device to resolve the issue without success, other action were planned for removal of device and burning the nerves.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for pain with scs-pain therapy experienced multiple issues with an implantable neurostimulator and associated external devices. The implantable neurostimulator did not charge, and when attempting to recharge it, the controller did not recognize that the rechargeable transcutaneous module (rtm) was plugged in. During recharging attempts, the implantable neurostimulator turned blank and stopped responding. The patient received a message stating "recharge your implant soon," and noted that a similar problem had occurred over a year ago, which previously required intervention. The patient had already cleaned the rtm and battery pins, reset the controller multiple times, and verified there was no damage to the rtm, controller battery, battery compartment, or charging port. The patient also removed and reinserted the controller battery, confirmed the controller turned on when plugged into ac power, but observed no green light when the battery was reinserted. Upon unlocking the controller, the message to recharge the implant soon appeared, and the controller showed 100% charge, but the controller still did not recognize the rtm during recharge attempts. The issue was not resolved, and a request was sent to the repair department to replace the rtm. No patient complicat ions have been reported as a result of this event. Patient called back in stating they received the new recharger but it was not working. The patient mentioned when they tried to recharge their ins the controller turned blank and can't do nothing. They plugged in ac power supply and connect the controller and saw that the controller was at 100% and the ins was at red. When they recharge the ins they got no device found. During the call patient plugged in the ac power supply and confirmed there was a green light. Patient took out the li battery pack and connect the controller. The patient confirmed the controller turned on but got a message replace the controller battery. A replacement controller was sent out. The patient also mentioned that they still have a back pain and the ins seems to be not working. They were advised by a manufacturer representative (rep) that it will be good for them to set the stimulation around 3.6 or 3.7 because if they increase the stimulation it could burn their nerves. Patient already tried different group but got the issue still persisted. Agent redirected the patient to hcp for further assistance. Patient called back in and stated that they didn't received the replacement controller yesterday. Agent reviewed fedex tracking information and provided tracking number. Pt called back stating they had difficulty with fedex picking up package. Pt will call fedex again. Patient said he got the equipment but he is still not getting the therapy he needs, patient said his doctor supposedly paged rep to be at his appointment for further programming to see if that will work, if not then possible explant. Tss redirected patient to his doctor to confirm rep's presence at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they are going to take the ins out on 11th november as it was not helping him. Additional information was received from the patient stating that it does not help his back pain even after reprogramming. Patient said they are going to take the ins out on 11th november as there was no relief and there are going to burn some nerves on 11th november.

Manufacturer narrative:
B5 updated. Imf updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.